Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to physical stress caused by hitting the tip of the scope, dropping the tip, or injury due to the chemicals used. It is likely that the adhesive around the light guide lens was peeled off due to mechanical stress, and moisture entered the light guide lens causing it to corrode. The detection method is described in the instructions for use evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no leaks found at the bending section. Additionally, as noted in b5, there was dirt discovered inside the light guide lens. Other findings include corrosion on the connector due to a leakage. Material deformation on the connection tube and scope cover. A gap was found in the distal end adhesive, and the angulation knob was out of specification due to the elongation of the angle wire. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis lucera duodenovideopscope was leaking from the bending section during procedure preparation. According to the initial reporter, there was no patient harm or delays in the procedure reported as a result of this event. During the device evaluation, it was discovered that the inside of the light guide lens was dirty. This report is being submitted to capture the dirt discovered inside the light guide lens.